Manufacturer narrative:
This is one of two reports being submitted for this case. Investigation is ongoing.

Event description:
As reported by the edwards' affiliate in france, a transcatheter valve replacement procedure was performed to implant a 29 mm sapien 3 valve in the mitral position by transfemoral vein approach within a previous surgical valve. During the procedure, no resistance was felt during insertion of the commander delivery system into the esheath plus (esp) and the valve exited the tip of the esp. The valve did exit the side of the damaged esp. Frame damage was observed, and the commander delivery system and esp were withdrawn as a single unit and no attempt was made to implant the valve to protect the atrial septum due to transeptal approach. The esp was found to be totally torn with liner damage, with bent struts noted to have caused the esp damage. The reporter attributed the event to calcification or a problem of loader insertion. A new esp, a new commander delivery system, and a new valve were used. No injuries occurred.

Manufacturer narrative:
A supplemental MDR is being submitted due to completed engineering evaluation. Sections g6, h2 and conclusions in section h11 were updated. H6 codes were added: type of investigation. H6 codes were corrected: investigation findings, investigation conclusions. Section h10 was updated with reference to the other report submitted for this case. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery of the device was provided and revealed the valve had a bent strut at the outflow side while exiting the sheath tip, and a liner strand was observed on the esheath. The complaints for liner puncture and liner strand were confirmed based on evaluation of the provided imagery. Although the calcification was reported as mild, without imagery of the patient anatomy, the contribution of patient factors in the complaint event could not be assessed. However, available information suggests patient factors (calcification) in addition to procedural factors (bent valve frame strut, device manipulation) likely contributed to the event. The perceived root cause of the event was reported to be the presence of calcification in the patient's access vessel, and a bent valve strut was observed at the outflow side of the valve during advancement through the sheath. Calcification can damage the exposed portion of the sheath liner, which can lead to immediate cutting, tearing, or weakening of the liner. A weakened liner can also tear during advancement or retrieval of the delivery system or balloon catheter. Additionally, a crimped valve may catch on the sheath liner, which may be promoted through an altered crimped valve profile (bent strut) and/or non-coaxial advancement/retrieval trajectories, resulting in liner tear if compounded by high push/withdrawal forces. Furthermore, if the liner material is compromised during delivery system advancement and/or withdrawal, increased interaction with the valve and/or delivery system may further exacerbate the liner tear, which may lead to liner strands. Excessive device manipulation and high push/withdrawal forces may cause sheath damage during delivery system passage through the sheath. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.